Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Device history record (DHR) was reviewed and found the units were released to distribution with no deviations or anomalies. Complaint history review was performed and no further issues associated with this item/lot were found. Without the opportunity to evaluate the product, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Risks include "fixation method results in host bone damage/fracture¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2017-09619/09620. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent a right knee surgery on(B)(6) 2014.the operative record indicated that the tibial island did not stay intact through full extension. No additional patient consequences were reported.